Manufacturer narrative:
Batch review performed on 02 jul 2019: lot 172776: (B)(4) items manufactured and released on 13-jul-2017. Expiration date: 27-06-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 months after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the poly. The surgery was completed successfully.